Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, a farawave catheter was selected for use. During the procedure, after delivering applications in the left veins, the physician noticed the guidewire was stuck and could not advance or pull back, tissue was seen at the tip of the catheter. The catheter was then removed from the patient; the guidewire was past the tip when the catheter was removed. The procedure was completed using a replacement catheter. No patient complications were reported. The device will not be returned, as it was retained by the customer.